Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The introducer shaft and rod were returned with the tissue bag partially attached to the support. Upon further inspection, engineering found no other non-conformances. Based on the condition of the returned unit and the customer's experience, it is likely that the tissue bag fell off when an external force was applied to the edge of the tissue bag. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. They inserted the bag inside and when they were pulling the specimen out, the bag broke. It was unknown if the specimen remained contained in the bag at the time of the break. It was unknown if the bag fragmented. Limited information was available. "They used a new bag to complete the case." The device is available for return. Additional information was received via email on (B)(6) 2018 from applied medical account manager. The specimen was not in the bag at the time of bag breakage. "Bag was inserted and the deployment system broke." The specimen "did not fall out because never was put in bag." The bag did not fragment. The bag broke during deployment. The port site was not enlarged prior to the bag break. The port site was not enlarged or held open with an instrument. Type of intervention: "they used a new bag to complete the case." Patient status: the patient is ok. No patient injury occurred.